Event description:
The patient reportedly had an infection at the implant site that was unresolved with the treatment of antibiotics (type unknown). The patient's device was explanted in 2007. The patient will be reimplanted at a future date once healing is complete.